Event description:
It was reported to philips that the ECG is not functioning. There was no patient involvement. The customer requested that a philips rep be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ECG leadset. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ECG leadset. The ECG leadset was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG is not functioning. There was no patient involvement.